Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "1/3 of iab did not unwrap at distal tip as seen under fluoroscopy". It was reported by a teleflex sales representative that, "1/3 of iab did not unwrap at distal tip as seen under fluoroscopy." As a result, the iab was removed and replaced at the same insertion site. Patient condition is listed as fine. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Reported as "1/3 of iab did not unwrap at distal tip as seen under fluoroscopy". It was reported by a teleflex sales representative that, "1/3 of iab did not unwrap at distal tip as seen under fluoroscopy." As a result, the iab was removed and replaced at the same insertion site. Patient condition is listed as fine. There was no report of patient complications, serious injury or death.